Event description:
It was reported the system-1 perfusion system lamp got too hot. The bulb was not bright enough and does not last long. This issue was mentioned to herman holly during a plant tour. No other details regarding the nature of this event were provided.

Manufacturer narrative:
A light emitting diode (led) bulb was suggested for its replacement, not a new arm.